Event description:
Additional information received reported that the patient did not want to recharge, and it was believed that his system was removed.

Event description:
The patient experienced no stimulation sensation and pain following exposure to a security gate at home depot. The ins was on going thru the gate and was turned off by the gate. The ins covers his left side of burning from hip to toe. The recharger screen was unresponsive. Only the top row icons were seen. Resetting the recharger resolved the issue. It was noted that the programmer was working well. It was later reported that the patient pulled the cord out while resetting the recharger. Additional information has been requested.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk; lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).